Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a power on reset (por) message was seen. Therapy stopped. The rep said that the patient saw the por message, the device quit working, and they couldn't charge. The patient didn't report any other emi other than an endoscopy a few weeks prior to the report. The rep successfully cleared the por message, but did not remember the code. After clearing the code, therapy was adequate, the patient could charge, and the patient could use the programmer. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep said that they reset the device and it was fine. No further complications were reported.